Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of knick and tear on lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported during the intraocular lens implantation it had a knick near the haptic and the other one had a tear in the lens itself. Additional information has been requested.